Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed a high glucose alert after the user inadvertently entered two meal announcements about an hour apart, followed by a supply change earlier that day. A fingerstick measured 466 mg/dl and the value was manually entered into the pump, after which the user later elected to remove the pump and administer subcutaneous insulin via pen, transitioning to multiple daily injections due to lack of infusion set supplies. Symptoms included hyperglycemia, feeling stressed, and slight dizziness. Outcomes included continued high glucose that began trending down after a manual injection and pump removal, with plans for hydration and ketone testing when able. Investigation included review of user-reported events and troubleshooting education regarding site-only change and management of hyperglycemia. Investigation of this case revealed user error related to accidental duplicate meal announcement and an infusion set supply limitation that led to discontinuation of pump therapy; no device malfunction was identified. It was concluded, based on established findings for similar reports, that the cause was user-related, including incorrect use due to duplicate meal entry and therapy interruption due to unavailable infusion supplies.